Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a green image. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and investigated. Based on the results of the investigation, the suggested event was confirmed. A green image was identified and traces it back to the r-unit of the device. A CAPA was initiated and closed for this fault pattern. Observations were made within the root cause analysis and the following causes could be prioritized: - unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. Additional CAPA was initiated for this fault pattern. Significant investigation progress has been made with the identification of the two components responsible for pink/green images, the ccd and ccu plug. Based on the analysis of devices returned from the field, it was found that degradation within these two components can lead to pink/green images. Results from climate chamber cycle testing indicate that the degradation within the ccd and ccu plug can be caused by prolonged heat. Regarding the ccd, preliminary investigation findings indicate that the heat sink material/design contributes to component degradation. Regarding the ccu plug, the pink/green images appear to be caused by failures in the microelectronics. There are no further countermeasures necessary because the associated risk is acceptable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The intended procedure was completed with a similar device.